Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient (B)(4); patient age, date of birth and weight are not available for reporting. It is unknown when non-union began. Additional product codes jdp, hrs . Implant date is unknown. Complainant part is not expected to be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient underwent an open reduction internal fixation (orif) of the distal femur using synthes va condylar plate and screws. The outcome of the surgery was a nonunion. On (B)(6) 2018 the surgeon performed a revision orif of the distal femur to address the nonunion. The plates and screws were intact and successfully removed. A bone graft was inserted and a new synthes va condylar plate and screws were inserted in the patient. The revision was completed successfully with no harm to the patient. This is report 5 of 8 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Physical manufacture location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.